Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one fluoroscopic and one echo image of the implant procedure were provided for review. The patient summary was not provided for anatomical review. Nothing was reported about the patient anatomy or what the provided image displayed which could be a short axis echo image of the very calcified aortic valve. If this is the case, it could be a contributing factor for a later infold formation. No images of the fluoroscopic load check were provided to check if the infolding might have had its origin in an inflow crown overlap = node 4. The second image clearly shows the infold that has reportedly formed after the second recapture and during last deployment attempt. In this specific case the suspectedly calcified annulus (patient anatomy) might have contributed to the formation of an infold after the second recapture. Adverse events that may be associated with the use of the device include, but may not be limited to, the following: prosthetic valve dysfunction, bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame. Frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification, and patient anatomy. If an infold is detected, it should not be attempted to resheath and re-deploy the bioprosthesis. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. The implant team acted accordingly by replacing the system with a new one. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us; (lot: 0012672045); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of this transcatheter bioprosthetic valve, the valve frame infolded during the deployment. The valve was recaptured and removed from the patient. A new system was used for implent.

Event description:
Additional information was received that no misload was identified prior to implant. The valve was deployed and recaptured two times due to a high implant depth. Upon the second recapture, an infold was noted. A procedural delay occurred as a result of the implant. Per the physician, the patient had severe calcification that contributed to the infold.

Manufacturer narrative:
Updated sections b.5 and e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.